Manufacturer narrative:
It is unknown whether or not the product has been returned to manufacturer for device analysis since the patient's identification is unknown at this time.

Event description:
An article titled, "vagal nerve stimulation for pharmacoresistant epilepsy in children" by jason s. Hauptman and gary w. Mathern was published in the surgical neurology international journal published 2012; 3(suppl 4): s269-s274. The article was written to describe the experiences of vns treatment in 153 children less than 18 years old at this particular facility from 1998 to 2012. During review of the article it was discovered that the patient experienced an infection and as a result, both generator and lead were explanted. The patient's identification is unknown; therefore, it is unknown if the patient was implanted at a later time. Attempts to obtain additional information have been unsuccessful to date. The article references three cases of infections requiring removal of the generator and leads. The other two cases are reported in MFR. Report #'s: 1644487-2012-01715, 1644487-2013-00123. The article references two cases of fractured leads. The two cases of lead fracture were reported in MFR. Report #'s: 1644487-2011-03233, 1644487-2013-00115.